Manufacturer narrative:
'Can self-locking cages offer the same clinical outcomes as anterior cage with plate fixation for 3-level anterior cervical discectomy fusion (acdf) in mid-term follow-up?' In medical science monitor, volume 25 (547-557) 2019. Device remains implanted.

Event description:
The article 'can self-locking cages offer the same clinical outcomes as anterior cage with plate fixation for 3-level anterior cervical discectomy fusion (acdf) in mid-term follow-up?' In medical science monitor, volume 25 (547-557) 2019, was reviewed. A total of 62 patients were included in this retrospective analysis; 32 patients (average age of 55.3 years old, 18 male, 14 female) were implanted with reflex hybrid plates and 30 patients (average age of 56.6 years old, 12 male, 18 female) were implanted with non-stryker devices. Inclusion criteria included cervical myelopathy with unsatisfactory conservative treatment and spinal cord ventral compression mainly caused by three-level cervical disc herniation. All patients had three years of postoperative follow-up. The authors report no neurological deterioration, no device failures, csf leakage, or infection. One patient experienced "loosen of instrumentation." The authors do not note revision surgery or any additional information regarding the device.

Manufacturer narrative:
The article ¿can self-locking cages offer the same clinical outcomes as anterior cage with plate fixation for 3-level anterior cervical discectomy fusion (acdf) in mid-term follow-up?' In medical science monitor, volume 25 (547-557) 2019, was reviewed. Visual, dimensional, functional and material analysis could not be performed as the device was not available for inspection. Device and complaint history records could not be reviewed as a valid lot/catalog number was not provided and could not be obtained. The reflex hybrid surgical technique was reviewed and the following was found to be relevant: "to ensure proper locking of the bone screws, freehand insertion of the bone screws is not recommended and can result in blackout of bone screws if not properly aligned." "Bending the plate in a vicinity of a screw hole must be avoided as it may compromise the locking ring mechanism." "The all-in-one guide is strongly recommended when self-drilling screws are used, as it is designed to promote an optimal screw trajectory." "The surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion should be directed to the issues of premature weightbearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Event description:
The article 'can self-locking cages offer the same clinical outcomes as anterior cage with plate fixation for 3-level anterior cervical discectomy fusion (acdf) in mid-term follow-up?' In medical science monitor, volume 25 (547-557) 2019, was reviewed. A total of 62 patients were included in this retrospective analysis; 32 patients (average age of 55.3 years old, 18 male, 14 female) were implanted with reflex hybrid plates and 30 patients (average age of 56.6 years old, 12 male, 18 female) were implanted with non-stryker devices. Inclusion criteria included cervical myelopathy with unsatisfactory conservative treatment and spinal cord ventral compression mainly caused by three-level cervical disc herniation. All patients had three years of postoperative follow-up. The authors report no neurological deterioration, no device failures, csf leakage, or infection. One patient experienced "loosen of instrumentation." The authors do not note revision surgery or any additional information regarding the device.